Event description:
The catheter was inserted by nursing staff and checked for placement. The balloon that secures the catheter in place was inflated to 1.5cc with normal saline per the MFR's instructions. Pt was sent to the radiology dept for an ultrsound and a vcug. On completion of the abdominal ultrasound the pt was sent to have the vcug done. The tech performing the vcug noted leakage around the catheter and the catheter was removed. On close inspection of the catheter the staff found the balloon ruptured. Proper procedure and technique was followed by all staff involved.